Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The anvil clamping mechanisms were deformed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. However, the investigation detected a secondary condition of deformed anvil clamping mechanisms that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, the product misfired and there was no blade retraction. Another product was used to complete the case. Patient outcome during this event was unknown.